Manufacturer narrative:
Date rec'd from MFR: 21oct2019. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. This customer complaint was caused by an out of spec air flow sensor u1 (lot code: 1713n). Replacement of u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019. The manufacturer¿s international service technician confirmed the reported flow accuracy issue and replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Flow I not correct. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.